Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device paddle connector was broken. There was no patient harm reported. Based on the source case notes, the device was evaluated at the customer site by a philips fse. It was determined that the product has malfunctioned and the cause of the reported problem was a defective therapy connector. The fse recommended the customer to replace the defective part and a quote was provided. However, the service engineer/customer did not respond to gfe (good faith effort) requests for additional information regarding the resolution. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported to philips that the efficia dfm100 paddle connector broke. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.